Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a blade broken. The blade broke at the midpoint. A piece approximately .298" x .085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage. .

Event description:
It was reported that during a vinci-assisted surgical procedure, the 8mm harmonic ace instrument jaw broke during use. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The damage was first observed intraoperatively while grasping. A broken jaw was observed, not a broken wire. There was no wire exposed due to insulation damage. There was no loss of cautery. No signs of thermal damage were noticed either. There was no instrument collision. The procedure was completed with the same instrument. The damage resulted in a fragment falling inside the patient's body. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.